Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse effect to the customer's blood glucose level. The customer resolved the issue by successfully loading a cartridge and resuming insulin therapy.